Event description:
It was reported by service report that the foot left siderail would not lock in the up position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: timing link was damaged, with exposed sharp edges.